Event description:
After use of the device for a cardiopulmonary bypass procedure, the user reported that the heater coller defrosted too slowly. There were no reported adverse consequences to the patient.